Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a farawave nav was selected for use. The physician was ablating the cavotricuspid isthmus line with the farawave nav, while proximal on the line and near the inferior vena cava in basket shape, intermittent heart block was identified. The heart block resolved after a few minutes, with a longer pr than baseline. The operator decided to implant a pacemaker as a precaution in case the heart block occurred again. The patient fully recovered. The device is not expected to be returned due to disposal.